Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat# 00801804002 femoral head sterile lot# 61067661, cat# 00630506240 liner standard 3.5 mm lot# 61067661, unknown cup. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03488.

Event description:
It was reported that a patient underwent an initial hip procedure on an unknown date. Subsequently, the patient was revised due to pain. The patient was scheduled for a hip revision for metallosis altr. Patient had a 10 std mlt stem in which was solid. The head and liner were removed and the liner was damaged upon removal. Wound was débrided and irrigated. A new liner and a biolox head was implanted replacing the cocr one. No additional information.